Event description:
It was reported that this artificial urinary sphincter balloon was replaced as the balloon was empty due to fluid loss. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was microscopically examined, and a pinhole tear was identified at the sphere-adapter junction. The balloon did not pass the leakage testing performed. This investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that this artificial urinary sphincter balloon was replaced as the balloon was empty due to fluid loss. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter balloon was replaced as the balloon was empty due to fluid loss. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually inspected with no issues noted. The balloon was microscopically examined, and a pinhole tear was identified at the sphere-adapter junction. It is consistent with sharp tool/instrument damage with avulsion. The balloon did not pass the leakage testing performed. This investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for the fluid leak was determined to be inadvertent/unintentional interaction.